Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited noise and oversensing with an elevated sensing integrity counter (sic). The tachycardia therapy detection was turned off and the rv lead remains in use. No patient complications have been reported as a result of this event.